Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011, a 2.5x28mm xience v stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2014, the patient was hospitalized. In-stent restenosis was noted and the patient experienced stable angina. On (B)(6) 2014, another percutaneous intervention (pci) was performed in the mid lad, 90% re-stenosed lesion. The patients dual anti-platelet therapy (dapt) medication, clopidogrel was re-started. The event resolved without sequela and on (B)(6) 2014, the patient was discharged from the hospital. There was no additional information provided.